Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device was fired fine on the first firing. The device was reloaded with unknown color cartridge. On the second firing the device was fired in the articulated position over the stomach. When the device was inserted through the trocar there was some resistance felt. When the device was removed there were malformed staples in the middle of the staple line. After this occurred the anesthesiologist removed the bougie and the bougie had been cut and there were small holes seen. The case was converted to an open procedure due to the surgeon not feeling comfortable fixing the hole in the staple line laparoscopic. Another device was used to repair the staple line. After the procedure it was noticed that the anvil on the device was bent. It was also stated that the surgeon had to use two hands to fire the device. It is believed that the surgeon fired the device over the bougie. The patient was stable after the procedure was completed. (B)(4).